Event description:
Procedure type: total gastrectomy. Patient gender: unknown. According to the reporter: no intra-operative complications were noted. The staple line and anastomosis was digitally inspected for proper formation and the donuts were normal. No staple reinforcement material was used. Several days post-operatively, the patient was re-operated due to anastomotic bile leakage. The surgeon used sutures to correct anastomosis. No patient information has been disclosed.